Event description:
Report received from united states indicating the device "will not rotate" during surgery. No injury was reported but it is unk if medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional info is received, a supplemental MDR will be sent. (B)(4).